Event description:
A report was received that a patient was explanted due to a midline infection in the pocket. The patient experienced redness at the midline incision, and was treated with IV antibiotics. The physician did not think that the infection was device-related. The patient has since been re-implanted and is reportedly doing well.

Manufacturer narrative:
The devices involved in the event were not returned to bsn, as they were discarded by the medical facility.